Event description:
The customer stated that she was hospitalized twice due to hypoglycemia. The customer stated that prior to the first event her dr had raised her basal rates. After the second event, the customer's basal rates were lowered. The customer stated that her blood glucose levels have been normal since her basal rates were lowered. The reported blood glucose readings at the time of the phone call was 106 mg/dl. Troubleshooting was performed and found that the up and down buttons were unresponsive on the insulin pump. The customer also stated that the reservoir compartment of the insulin pump was cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed during the prime test due to a faulty force sensor. The basic occlusion, occlusion, and no delivery tests could not be performed because of the prime anomaly. The insulin pump also had intermittent down arrow button response due to a problem with the keypad assembly. The reservoir tube was cracked.